Event description:
The customer reported a falsely elevated alinity I prolactin result on a 20-yr old male patient. Results provided: (B)(6) 2022 sid (B)(6) prolactin = 520 mu/l, another laboratory = 14.7 ug/l (reference range: 4.6-21.4 ug/l). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
A review of complaints for the alinity I prolactin (list 7p66), lot# 41662ud00 assay determined that there are no trends for the product related to patient results. Return testing was not completed as returns were not available. A retained kit of reagent lot 41662ud00 was tested for accuracy and the data shows that the performance of the lot is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or product deficiency was identified for the alinity I prolactin (list 7p66), lot# 41662ud00 assay.